Event description:
Information was received that a generator had been mailed back for analysis. The product has also been received into analysis. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that during a replacement surgery, high impedance was observed with the new replacement generator. The surgeon attempted to troubleshoot the high impedance by wiping down receptacle, removing the lead connector pin, and re-insetting the pin. The replacement generator was then inserted into the test resistor and the high impedance was still observed. The surgeon then concluded that the high impedance was due to a generator issue. A new backup generator was opened, connected to the patient's lead, and impedance was seen within normal limits. An update was provided from the distributor reporting that an implant card was received documenting the generator replacement. Tablet data was requested, though due to the physician's working situation, will not be available for review. The distributor will also notify livanova cts once the suspect generator is sent back for analysis. The generator has not been received for analysis to date. No other relevant information has been received to date.

Event description:
Generator product analysis was approved for the returned generator. The generator was explanted due to high impedance. Programmed parameters gave expected diagnostics with intensified follow up indicator (ifi) = no. Indention marks were observed on the bottom of the setscrew, indicating a lead was once secured. There were no performance, or any other type of adverse conditions found with the pulse generator. Additional information was received that during the troubleshooting for the high impedance, a system diagnosis was performed when the generator was attached to the test resistor. As specified in labeling, only a generator diagnostics should be performed when the test resistor is attached. Performing a system diagnostic, results will continue to show high impedance as no lead is connected. It is therefore likely the observed high impedance was due to the incorrect diagnostic test being performed. No other relevant information has been received to date.